Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The philips field service engineer reported that when attempting to implement an fco on this device, the implementation failed.